Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed an infection. A system extraction was scheduled. However, due to patient's age the physician believed that the extraction procedure was not warranted and medical management was the safer course of action. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.